Manufacturer narrative:
The affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was broken/damaged. No patient involvement.

Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record for sn (B)(6) was performed from the date of manufacture 12/21/2017 to the present date 01/04/2021 and note that this device has been returned for service once which correlates to the customer reported issue or service repairs.

Event description:
The customer reported the device was broken/damaged. No patient involvement.